Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2335133; medical device expiration date: 2024-05-31; device manufacture date: 2022-12-01. Medical device lot #: 2308629; medical device expiration date: 2024-04-30; device manufacture date: 2022-11-04.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes it clots rapidly. The following information was provided by the initial reporter. The customer stated: "very rapid clotting".

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes it clots rapidly. The following information was provided by the initial reporter. The customer stated: "very rapid clotting".

Manufacturer narrative:
H.6 investigation summary bd had not received samples, but 1 photo was provided for investigation. The photos were reviewed and the indicated failure mode for fibrin mass was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for fibrin mass was not observed: no difficulties were encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure (fibrin mass) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for fibrin mass based on the photo provided; testing of retention samples was satisfactory. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.